Manufacturer narrative:
(B)(4).

Event description:
It was reported that a unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and reboot due to the receiver not turning on. Receiver log download failed due to receiver not booting up. Log review not performed due to receiver not turning on. Receiver functional testing was unable to be performed. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined.